Event description:
It was reported that a user on day 2 of ilet therapy accidentally made two meal announcements back-to-back and called for guidance, with blood glucose reported at 130 mg/dl; the user was advised that the system adapts early in therapy and to follow continuous glucose monitor (cgm) alerts and treat lows only if alerted. No reported symptoms. Outcomes included no interruption to therapy, no medical intervention, and no hospitalization. Investigation included customer interview and case assessment focused on user operation and early adaptation behavior. Investigation of this case revealed user error related to duplicate meal entry with the device functioning as designed and no device component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user interaction consistent with expected device adaptation during early use.